Manufacturer narrative:
(B)(4). The manufacturer reference number on the supplemental manufacturer report submitted on 12/07/2015 was incorrect and has been updated.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, "low volume," which was not confirmed. The symptom was not reproduced due to the symptom being over looked during the service process. Any flow anomalies found during the repair process will be addressed and corrected per procedure.

Event description:
It was reported that a spectrum pump had "low volume." It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Furthermore, the customer clarified that the inaccuracies observed was approximately 1-2% which is with in specification. Manufacturer report number 1314492-2015-11572 can be removed from the FDA database.